Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of an iliac aneurysm treated with gore® excluder® iliac branch endoprostheses.

Manufacturer narrative:
Patient medications: allopurinol, amiodarone, apixaban, calcium acetate, cholecalciferol, metoprolol, cholestyramine, pantoprazole, tamsulosin, and trazodone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of an iliac aneurysm treated with gore® excluder® iliac branch endoprostheses. It was reported that computed tomography (CT) images dated (B)(6) 2019, revealed a proximal type I endoleak. On (B)(6) 2019, the physician reintervened and implanted a gore® excluder® aortic extender endoprosthesis proximally. No endoleak was identified on post procedure angiography. The patient tolerated the reintervention procedure.